Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads, upn: unk-p-scs-linear_leads, model: null, serial: null, batch: null.

Event description:
It was reported that the patient underwent a lead replacement procedure for an unknown reason. No further information can be obtained from the physicians office, and therefore no further information will be provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads, upn: unk-p-scs-linear_leads, model: null, serial: null, batch: null.

Event description:
It was reported that the patient underwent a lead replacement procedure for an unknown reason. No further information can be obtained from the physicians office, and therefore no further information will be provided.